Manufacturer narrative:
Additional information: added unique identifier. Evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Eight samples were receive for evaluation. Six samples were in a sealed package and 2 were received in an open package. During inspection of the open samples it was found that the cross spike was stuck with dry food. The sample was de-occluded and tested without any issue found. This complaint will be closed with no further action. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that three safety screw spike feeding sets are leaking at the connector hub to the feeding bag.